Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the upper case was broken. Knobs, bail covers, ring cover, two case screws, ring cover screw, bails, ring, battery drawer, and battery drawer o-ring were missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.